Event description:
A pt reported passing out while using a fasttake meter. On the day of the event, pt while trying to check blood glucose on ft meter kept getting an er2 message. Pt's family member called paramedics when pt began not responding. Pt's family member got a blood glucose reading of 32mg/dl on ft during event. Patient's blood glucose was 32mg/dl on paramedics' meter a few minutes later. Paramedics treated pt on site by glucose and an IV. Pt was not transferred to hospital. No further info has been reported.